Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s spinal cord stimulator (unknown company) failed due to a spinal injury. The patient wanted to speak with a pain ambassador about a pain pump, as she was a candidate. Of note, the manufacturer of the stimulator was not identified; the patient was not registered in the companys device registration system. No follow up could be performed.